Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient could feel the stimulation, had no falls/trauma or medical procedures/emi that could be related to the issue, and stated that on the same date as the loss of therapy they increased the stimulation and felt stim in their hip instead of the urinary area. The symptoms reported were leaking. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.